Event description:
It was reported that the artificial urinary sphincter (aus) balloon explanted due to a "prb dislocation." A new 61-70 cm h2o balloon was implanted. Additional information received states there were no device malfunctions and the patient was stable following the surgery.